Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient presented with pre-syncope and there was suspected loss of right ventricular (rv) lead capture. Device interrogation was performed and intermittent loss of capture was verified. The rv outputs were increased and resolved the issue. The lead remains in use. No further patient complications have been reported as a result of this event.